Event description:
It was reported that prior to use but with a patient in the operating room, the arm cart assembly (aca - sn: (B)(6) suffered some calibration errors and then a communication error. The issue was resolved by rebooting the arm which allowed the surgery to continue. There was a 10 minute delay to resolve this issue. Additionally, at the beginning of a robotic laparoscopic cystectomy procedure, when attaching the bipolar fenestrated grasper (bfg) to the sterile interface module (sim) the instrument insertion was disabled along the instrument drive unit (idu). The issue was resolved after replacing the bfg with another new instrument. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.